Event description:
Product opened and handed to md and plugged into the machine. After md activated the machine, the product was not functioning as it should per md and the machine began making ticking noise, although no error messages was displayed. Trouble shooting process was completed with machine as well as the product with md present. No obvious issue was noted. Item was replaced with another and no issues was seen after. Per md no harm or injury to the pt was sustained.